Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a pelvic fracture. The drill bit broke during the surgery. The broken piece was retained in the bone. Another bit was readily available. There was no time delay and the procedure was completed successfully. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the 2.5mm three-fluted drill bit (315.92 lot 8564967) is a component of the 3.5mm quadrilateral surface plates which is part of the low profile pelvic system. Per the technique guide, the three-fluted bit is used to predrill prior to the insertion of position holder screws, power screws, anterior screws and connecting screws into the quadrilateral surface plates. Relevant drawings for the three-fluted drill bit were reviewed. The drawings called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The product was received under the complaint condition broken: intraoperatively. The distal tip of the drill bit is broken off at an irregular angle. The tip of the bit, which should be 24mm according to the drawings, was measured from 9.5-15mm. Additionally the tip shows signs of twisting. Both device conditions are consistent with damage sustained from the application of excess torque. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.